Event description:
It was further reported that there was no capture on the lead. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during a follow-up visit it was noted that the right ventricular (rv) lead had high thresholds and impedance. Output was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.